Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed maintenance records that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe was damaged/broken. The following information was provided by the initial reporter, translated from portuguese to english: when opening the material, it was identified that it was broken at the tip.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe was damaged/broken. The following information was provided by the initial reporter, translated from portuguese to english: when opening the material, it was identified that it was broken at the tip.